Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 386 mg/dl and 179 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.